Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged respiratory tract irritation, nose irritation, cancer and cll. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged respiratory tract irritation, nose irritation, cancer and cll. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed sd card cover was missing. A potential dried liquid spot was observed on the ui panel. Small scratches were observed on the front of the top enclosure, on the left panel and the rear of the bottom enclosure. Pil observed all four of the anti-slip pads were missing. Potential web-like contamination was observed on the inside of the top enclosure. A brownish dust-like contamination was observed on and under the top enclosure, on the left and right-side panels, in the air inlet, on and under the blower cap, on and in the blower motor, on and under the blower housing, on the sound abatement foam and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Pil is unable to directly address the symptoms outlined in the complaint. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.